Event description:
It was reported that the patient had right heart failure. The patient's cardiac index (ci) was less than 2.0 l/min/m². The causality with the device was considered to be low but could not be ruled out. Right heart function was already impaired prior to implant. (Right heart pressure measurement was not performed, so the exact ci is unknown, but due to low blood pressure, a decrease in ci is expected, and right heart failure was diagnosed. Inotropic agents are being continued.)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the customer. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until it was reported that they expired (see MFR # 2916596-2025-05656). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.